Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
¿It was reported that a patient with a history of hypertension, osteoarthritis, anterior cervical fusion, posterior cervical fusion, posterior spinal fusion of the lumbar spine x 4 for scoliosis, degenerative spondylosis, emphysema, and alzheimer's disease underwent a anterolateral direct interbody fusion of l3-l4, l4-l5 with posterolateral fusion of l3-l4, l4-l5, with autograft <(>&<)> allograft <(>&<)> pedicle screw instrumentation of l3, l4, <(>&<)> l5. Cage filled with bmp, inserted within the l4-l5 interspace. It was reported that on (B)(6) 2009, the patient underwent surgery of the lumbar spine. A previously placed cervical plate was removed along with soft tissue. Cervical discectomy at c4-5, c5-6 was performed along with a cervical corpectomy of c4, 5, and 6. At an unknown time post-op, the patient presented for x-ray of cervical spine which indicated anterior c5-c6 osteophyte, un-convertebral joint osteophytes at c4-c5 and c5-c6 and bilateral carotid artery calcification. Patient then had ap and lateral x-ray of cervical spine which indicated post-op changes while cervical fusion from c4-c6 appears stable. Patient then had ap and lateral x-ray of cervical spine which showed stable post-op surgical changes in the mid and lower cervical spine, no fracture or malignant, no acute soft tissue abnormality and bilateral carotid artery atherosclerosis.¿ no further details are known at this time.